Event description:
The patient had been taken from the emergency department to radiology for a CT scan. The IV extension tubing was being flushed prior to inserting contrast. The tubing leaked during the saline flush.